Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Inspected one opened/used reservoir. Unable to perform leak test, due to a piece of needle attached to septum.

Event description:
It was reported that the customer's blood glucose was 400 mg/dl and had continued to rise despite changing the infusion set with his insulin pump. Customer stated he later noticed insulin in the reservoir compartment and insulin was leaking out the o rings of the reservoir. Nothing further reported.